Manufacturer narrative:
Continuation of medical device: addr01 ipg implanted (B)(6) 2015.

Event description:
It was reported that the epicardial right atrial (ra) lead exhibited high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.